Event description:
Information received from the field notes that when the patient leaned to the right, diaphragmatic stimulation was felt. There was no stimulation in vvi mode. The atrial output was programmed low to avoid further stimulation.